Event description:
Continuous renal replacement therapy machine had memory error message code 6.the set value was incongruent between protective and control. Staff was unable to return blood using hand crank. There was a temporary drop in bp that was supported with a fluid bolus. Md to order prbc's.

Event description:
Continuous renal replacement therapy machine had memory error message code 6.the set value was incongruent between protective and control. Staff was unable to return blood using hand crank. There was a temporary drop in bp that was supported with a fluid bolus. Md to order prbc's.